Event description:
It was reported the programmer head was unable to interrogate devices. The programmer head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programming head would not interrogate devices due to the cable being out of electrical specification.